Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that during a system explant [related manufacturer reference number: 1627487-2026-00614] the l5 lead was unable to be explanted. As a result, surgical intervention may be undertaken to address the issue.